Event description:
The care assistant was using the lifter; concerned and had transferred the resident to the lifter chair and sub-chassis then offered to the lifter and lifted clear off the ground. The care assistant then removed the sub-chassis from the chair seat. As this was done, the chair seat fell from the lifter with the resident in it. The resident was then on the floor with the chair seat on top of her. There was no reported injuries to the care assistant or the resident. The lifter was taken out of service for investigation purposes. (B)(4).

Manufacturer narrative:
As per the arjo investigator, the lifter was found to be in good condition with no faults found and complying to the OEM specification. The lifter was then subjected to a full functional test, again no faults were found an performed to OEM specification. The investigator was satisfied the safety catch performed to specification with no faults. Based upon the report received, it is concluded from the description of events in the reported incident the chair was not attached correctly to the lifter before the transfer was commenced. It was recommended the users of the lifter in question are made fully conversant with the correct procedure for attaching the chair to the lifter in accordance with the operating instructions. A copy of the operating instructions will be sent to the facility.